Event description:
At 5:00 am on 7/5/95, pt was found caught between mattress & upper side rail of air fluidized bed. Body was hanging supported by chin resting on side rail bar. Body was in sitting position a few inches from floor. Hands were in lap. When found, body was warm to touch, but resident was not breathing & was pulseless. No b.p. Audible. Had had an above knee amputation on left leg for gangrene on 6/26/95. Conclusion by coroner; sudden death syndrome. Please note: medical examiner filed a report on this event also.